Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons on the insulin pump are hard to push, there is no response on the enter button or the middle button. The blood glucose level of the customer unknown. The customer was advised to discontinue use and revert to a backup plan. The insulin pump is being returned for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed leak test. Unit received with intermittent buttons due to flattened left arrow button (no creased). Unit received with connector at electronic board properly connected. No damage or moisture damage on keypad assembly noted. Unit received with minor scratched display window, case and keypad overlay.